Event description:
It was reported that there was backup audible alarm post. The reported product fault occurs during self-test. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received. The complaint was verified by power on self-test due to buzzer failure on main printed circuit board (pcb). Replaced main printed circuit board (pcb). The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.